Event description:
A surgical tech reported that a pt experienced pain and photophobia in the right eye approx 1 month following photo refractive keratectomy (prk) surgery and was reported to have a inflammation. Add'l info provided states that the pt's symptoms persist so a contact bandage was placed on the eye and a regimen of antibiotics and tear drops was prescribed. The pt is schedules to follow up at a later date.

Manufacturer narrative:
The investigation is in progress. Samples are not expected to be returned for eval. The device history record (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A root cause has not been identified and will be reassessed upon completing the investigation. (B)(4).